Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 33mm epic valve was implanted in the patient. On an unknown date, severe prosthetic valve deterioration with severe mitral regurgitation was noted but no active evidence of endocarditis. The valve was explanted and a 33mm non-abbott valve was implanted. The explanted valve had thickened leaflets. The patient was reported stable and recovering.

Manufacturer narrative:
An event of severe mitral regurgitation and thickened leaflets were reported. The patients medical history included hypertension, complete heart block, atrial fibrillation, anemia, and renal mass. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. From information received, structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The reported medical intervention was result of case specific circumstance as the surgical removal of device during the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.